Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator . (B)(4).

Event description:
The manufacturer's representative (rep) reported a loss of stimulation therapy. This occurred when the patient had been involved in a car accident and had a change in therapy, but no lead migration was seen on x-ray. When they did the revision, they noted scar tissue that had formed at the lead side which was impeding the flow of stimulation. They replaced the lead and cleared out the scar tissue and the patient felt stimulation again. It was noted the rep did not know the time frame of when this occurred, possibly a couple of years ago. The rep remembered it was a male patient and they did not have a good explanation as to why the gentleman was no longer receiving stimulation based on the x-ray and everything. The healthcare provider (hcp) discovered there was a relatively thick scar on the lead.